Manufacturer narrative:
The device was received with both seals broken and did not notice any external damage. The history log showed there was a force sensor bridge test error in history. Customer stated problem was verified during start-up. The force sensor would not calibrate and was stuck on zero pounds when pressure was applied to sensor. Replaced main board and that cleared up the problem. The root cause was unable to determine, did not notice any external damage to the main board. The tech replaced main board, also plunger cable as a preventative measure. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms#: 617147.

Event description:
It was reported that the device force sensor error just in for RMA. No patient injury reported.